Event description:
A malfunction was reported by the customer using a tandem device, indicated by error code 16-0x20e6; however, there was no information provided about any impact on the customer's blood glucose level. No additional information was provided.